Manufacturer narrative:
Correction made to a1: patient identifier: yyy (previously submitted as yyk). Additional information: d9, h3, h6, h10. H10: three (3) actual samples were received for evaluation. A visual inspection with the naked eye noted a blue connector on the heater line and supply line assembly was broken. The connectors were broken/snapped into two pieces. The reported condition was verified. The cause of the broken connectors could not be determined; however it is likely user related since the leak due to a broken connector was found during priming and not at the point whereby the user needs to connect the connector to the solution bags. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 (two) homechoice automated pd sets with cassette leaked due to broken connectors; further described as, ¿collector broken between blue cap and tube caused solution leakage¿. This occurred during priming for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available..